Event description:
It was reported that there was an error causing an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
The initial MDR 2112667-2025-00113 was submitted erroneously indicating it was a 5-day, initial MDR in block g6. This supplemental 2112667-2025-00113 #1 is being to submitted to correct the error. The initial MDR should have indicated 30-day initial MDR. Block g6 has been corrected.